Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: was there any medical or surgical intervention performed to treat the inflammation, erythema and pain (re-operation; re-suturing; prescription steroids; antibiotics prescribed)? How was the extruded suture removed? In a routine post-op procedure or was reoperation necessary to remove the suture and re-close the wound? Was there any alleged deficiency with the device noted during post-op examination? Please explain. Please provide product code and lot number. Rcp2apm was provided however it does not appear to be a valid product code or lot number. Initial procedure date and date the symptoms were first observed? According to the feedback of the sales representative, all the above answers are unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laceration closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while suturing the wound. Another like device was used to complete the surgery. Additional information was requested.